Manufacturer narrative:
Batch review performed on 2 december 2019 lot 164552: (B)(4) items manufactured and released on 24-oct-2016. Expiration date: 2021-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 2 years and 9 months after the primary due to aseptic loosening of the quadr h stem (the patient is a heavy working farmer). The surgeon revised the stem and the head.